Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004485144-2016-00388 - 3004485144-2016-00391, 3004485144-2016-00393, and 3004485144-2016-00394.

Event description:
It was reported that during a revision surgery, both closure tops were found loosened and the rods were found broken in the lumbar region, where a pedicle subtraction osteotomy had been previously performed. There were also closure tops which had loosened in the cervical spine. Only t7-pelvis was revised. The patient was revised using competitor products. This is report three of six for this event.